Manufacturer narrative:
Getinge USA sales, llc (importer) is submitting this report on behalf of maquet critical care ab (manufacturer). Ref. Exemption #: e2018003. Getinge USA sales, llc 45 barbour pond drive wayne, nj 07470. Contact peron: (B)(4).

Event description:
It was reported that the ventilator failed to function. There was no patient involvement. (B)(4).

Manufacturer narrative:
Getinge USA sales, llc (importer) is submitting this report on behalf of maquet critical care ab (manufacturer). Ref. Exemption #: e2018003. Getinge USA sales, llc (B)(4). Contact peron: (B)(4). It was reported that the safety valve pull magnet failed at installation. The investigation of the returned safety valve pull magnet did not show any errors, the pull magnet was working according specifications. Evaluation of the returned device logs shows pre-use check related failures that are not related to the safety valve pull magnet component. These failed tests are caused by leakage,possible causes could be not correctly fitted parts, and or not properly maintained parts making the leakage tests to fail. The technical error log did not contain any findings that could indicate on a device malfunction.

Event description:
Important ref. #:(B)(4). Manufacturer ref. #: (B)(4).